Event description:
It was reported that the pump exhibited system failure positive supply background test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed on the bottom case and plunger assembly upon receipt but was in good condition. The reported error code was not found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the positive power supply on the main board is working as intended. Root cause of the reported issue cannot be determined as no problem was found. Preventive maintenance was performed as well as all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Model number: 4000.